Event description:
Customer reported she was experiencing high blood glucose of 421 mg/dl, treated with boluses. Customer initial call was about the device was alarming lost sensor. Through troubleshooting it was determined customer had the wrong transmitter programmed on the device. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.